Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-06141 for a description of the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-06141 for a description of the other device. According to the physician there were no patient complications post procedure.

Manufacturer narrative:
Updated with additional information received from physician on (B)(4) 2012.